Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the device could not pass through 12mm port therefore could not be used. The procedure was completed with another device. There was no patient injury.